Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system ¿ controller 2.0 model #:1420/ catalog #:1420/ expiration date:30-apr-2020/ serial or lot#: (B)(4) UDI #: (B)(4) device available for evaluation: no mfg date: 05-apr-2019 labeled for single use: no (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient had "coke like urine" and their lactate dehydrogenase (ldh) was 1250. The vad exhibited high power with associated high watt alarms and internal pump thrombosis was suspected. It was also reported that the controller exhibited an unexpected loss of power. The patient received intravenous (IV) blood thinners and a transesophageal echocardiogram (tee) and ramp test were performed. The vad was exchanged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental is being submitted for additional information. Product event summary: ventricular assist device (vad) (B)(6) and one (1) controller ((B)(6)) were returned for evaluation. Various analyses were condu cted and reviewed to evaluate the performance of the devices in relation to the reported event. A review of (B)(6)manufacturing documentation confirmed that the associated device met all requirements prior to release. Failure analysis of (B)(6) revealed that the device passed functional testing. Visual inspection revealed contamination within both power ports of the controller. This is an additional finding not related to the reported event, likely due to handling of the device. Failure analysis of the returned pump revealed that the device passed functional testing. Visual examination revealed abrasions on the lower housing ceramic surface and on the inferior surface of the impeller. These friction marks are indicative that an external factor may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system, thus leading to scoring marks observed during visual inspection. Dimensional verification revealed that the front preload measurement, front housing disc curvature and rear housing disc curvature were found to be deviating from specifications. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Internal pathological report revealed evidence of thrombus within the device. Log file analysis revealed a slight increase in power consumption and estimated flow logged on 04-nov-2022 leading to parameters above the normal operating range. Six (6) high watts alarms were logged between 04-nov-2022 and 14-nov-2022, and one (1) low flow alarm was logged on 15-nov-2022. Log file analysis also revealed a controller power-up with associated motor start event logged on 05-nov-2022 at 07:12:16, indicating a loss of power to the controller. The data point recorded prior to the loss of power revealed that bat942496 was connected to power port one (1) with 25% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 89% rsoc. The data point recorded after the loss of power revealed that bat815110 was connected to power port one (1) and (B)(6) was connected to power port two (2). No anomalies were recorded leading up to the loss of power. The controller was without power for 11 seconds. As a result, the reported events were confirmed. Based on the available information, the most likely root cause of the high-power event may be attributed to external factors such as thrombus formation/ingestion. Based on the risk documentation, possible causes of the observed low flow alarm may be attributed to multiple factors including but not limited to constriction at the outflow graft, thrombus at the inflow cannula/outflow graft, poor vad filling, and/or inappropriate pump rotational speed. A possible root cause of the loss of power to the controller can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Information received from the site indicated that in addition to the high power, the vad patient had "coke like urine" and their lactate dehydrogenase (ldh) was 1250, and internal pump thrombosis was suspected. The patient received intravenous (IV) blood thinners and a transesophageal echocardiogram (tee), and a ramp test were performed. The vad was exchanged. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. Based on a review of past adverse events, it was noted that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications, and the patient's complex post-operative course. There is possible patient, pharmacological, and procedural factors that may have contributed to this event. Additional products: (B)(6)¿ controller 2.0 d9: yes, return date: 06-dec-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g04034 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c15 h6: FDA conclusion code(s): d15, d11 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.